Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v634859, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's stimulation system had been replaced in (B)(6) because the physician couldn't get a reading on it anymore and they said that it failed. The patient's implantable neurostimulator (ins) and lead were replaced. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the ins (stimulator) battery depletion. Caller states patient was preparing for ins removal and replacement. Caller states the interstim wasn't working right in march. Caller states they kept increasing stimulation up to 6 volts on one program. Caller states they also raised stimulation up to 6 volts on another program. Caller states patient felt a jolt while getting out of bed. Caller states they did not attribute the jolt to the stimulation at first. Caller states the jolting started to be consistently occurring while patient was getting out of bed so patient went to hcp (healthcare provider) and that's when hcp diagnosed a problem with ins battery. It was noted that the caller tried to leave a message for the representative. Caller states they would like ins returned to manufacturer for analysis.

Event description:
It was later reported the root cause of the revision and/or removal was related to a therapy or device complaint. It was noted that the he device or lead had failed in some kind of way and needed to be replaced. There was no allegation of system use issue during revision. It was noted that the patient recovered completely.